Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed opening on the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ seroma-late: unable to observe as it is not related to the device. ¿ crease/folding of implant: creases were observed. Additional observations: ¿ wear abrasion observed. ¿ deformation observed. ¿ yellow particles were observed on the surface of the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side "new incidents of patients that carry allergan prosthesis." Healthcare professional later reported "nodules, possibly fibroadenomas." Healthcare professional reported "with respect to the right breast, folds were observed into which had entered fluid with a higher signal than silicone outside the implant lamina. This was suppressed in the water saturation techniques, while the silicone remained hyperintense in these sequences," "the right implant showed radial folds at the junction of the upper quadrants and the lower inner quadrant," and "in the right breast they were in the junction of the upper quadrants, measuring 8.7 mm, and in the junction of the lower quadrants, measuring 6.5 mm." Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis cont. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -lump/nodule: unable to observe as it is a medical event that is not related to the device. - seroma-late: unable to observe as it is a medical event that is not related to the device. - crease/folding of implant: not observed no additional observations are performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported "with respect to the right breast, folds were observed into which had entered fluid with a higher signal than silicone outside the implant lamina. This was suppressed in the water saturation techniques, while the silicone remained hyperintense in these sequences," "the right implant showed radial folds at the junction of the upper quadrants and the lower inner quadrant",and "in the right breast they were in the junction of the upper quadrants, measuring 8.7 mm, and in the junction of the lower quadrants, measuring 6.5 mm."

Event description:
Physician reported " new incidents of patients that carry allergan prosthesis". Physician later reported " bilateral nodules, possibly fibroadenomas" this relates to the right side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Cont. H.6. Health effect -f15 recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -lump/nodule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deterioration of prothesis".